Event description:
Report that a pt post-op heart transplant was at home with IV infusions being treated for cmv. Pt was to have an infusion of 300 mg cytorene in 100 ml. After over four hours barely any had infused. Pt became very nervous because of the skipped dose and was instructed to call the home health care nurse who made a visit and replaced the snap-dose and drug. No adverse reactions occurred due to the delay in therapy.